Event description:
After placement of cement, pt experienced hypotension. Initially responsive to epi but then lost both bp and pulse. Bp continued to drop and respond to various pressors. Taken to ICU. Expired. Autopsy pending. Fx hip repair.